Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was reportedly filled with an unspecified baxa filling device. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing fluid in the reservoir and housing. The reported condition of a rupture was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A functional was performed by filling the bladder with colored water and monitoring the device for 24 hours. During and after fill, no evidence of rupture was observed on the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.